Event description:
Caller reported a cartridge alarm issue, specifically alarm 20. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support confirmed consecutive cartridge alarms and decided to replace the pump. Caller was advised to continue using the current pump and consult a healthcare professional for backup therapy. Technical support arranged for the shipment of a replacement pump and provided instructions on storage mode and return process. Caller understood the actions required.